Manufacturer narrative:
The manufacturing investigation results are as follows. The bone holding forceps was returned and reported to have been found broken. One of the handles has fractured where the set screw connecting the handle to the leaf spring is located. The balance of the returned device is in fairly worn condition some markings and discoloration along its length. This complaint condition was likely caused by over nine years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers ca99p. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although the reported issue was discovered on (B)(6) 2016, it is unknown when the device actually broke. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing the investigation process. The investigation results are pending completion. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: dec 14, 2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle procedure on (B)(6) 2016, while preparing for surgery, a small fragment case was opened and set of bone holding forceps were noted to be broken when pulled out of the bottom of the set. The surgeon reportedly used an alternative device; a swivel foot clamp. It was confirmed that the patient was in the room but not affected as the surgery had not yet begun. There was no surgical delay as an alternative device was readily available. This report is 1 of 1 for com-(B)(4).